Manufacturer narrative:
The associated complaint device was not returned. A clinical analysis indicated that it has been communicated that no clinical documents are available. Therefore, no thorough clinical assessment of the reported issue can be rendered. Should additional information be provided, the clinical/medical investigation task will be reopened. Without the actual product involved our investigation cannot proceed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. If the devices are received in the future, this complaint can be re-opened. We consider this complaint closed.

Event description:
It was reported that at post-op 3 month medical check, the patient reported unusual noise. It was noted on x-ray that the nail was broken at distal screw hole. Revision surgery will be performed.